Manufacturer narrative:
Additional information: h11: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink continu-flo solution sets were having leaking/connection issues. These issues were observed in the post-anesthesia care unit (pacu). There was no report of patient injury or medical intervention associated with this event. No additional information is available.